Event description:
Customer reported alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Customer was guided to disconnect tubing and deliver a bolus twice, but alarms recurred both times. Customer observed a ball of insulin, and there were no visible cracks on the cartridge. Customer was assisted in filling and loading a new cartridge, and technical support resolved the issue, advising the customer to replace supplies as necessary and resume insulin therapy.